Event description:
Additional information received reported that a definitive cause of the emboli was not determined. The physician stated that they are unsure of why there would be shower emboli in the anterior circulation, due to the fact that they were not working in that area at all. As of (B)(6) 2025, the patient is in the ICU and said to be in good spirits, however they also were found to have a dvt in their lower extremity. The patient was switched to brillinta from plavix. Their pru was 160 before the switch in medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after 24 hours of a successful pipeline embolization of right- v4 segment vertebral artery aneurysm, the patient experienced a stroke. The patient was undergoing surgery for treatment of a saccular, unruptured right vertebral artery, v4 segment aneurysm with a max di ameter of 6.5 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The landing zone was 3.82mm distally and 3.89mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the vessel tortuosity in the proximal right vertebral artery was severe, and there was difficulty accessing the vessel. Once access was gained distal to the aneurysm, the pipeline was introduced to the anatomy and deployed without incident, with no abnormalities. Post-deployment imaging looked normal with good flow through the device. With the exception of extreme tortuosity, this deployment was unremarkable. Roughly 24 hours later, the patient had complaints of right-sided cheek numbness and developed some difficulty swallowing. The patient was sent for MRI, which showed shower emboli in both the anterior and posterior circulations, as well as evidence of a right-sided lateral medullary stroke. The patient was then transitioned from plavix, to brillinta. Upon the most recent imaging, the pipeline is still open and patent. The angiographic result post procedure showed a successful pipeline embolization of right- v4 segment vertebral artery aneurysm. The pipeline was used for an indication that is not approved (off label) as it was used in the vertebral artery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).